Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch. Interior package seal issue. It was reported by the physician that the sterilization package was found not tight when the intact outer package was unpacked and the device was exposed. Therefore, the catheter was not used in/on patient. A second device was used to complete the procedure. No patient was reported injured. Additional information was received. No physical damage to the outer box or packaging. There was no damage to the device due to part of the packaging being damaged.

Manufacturer narrative:
During an internal review on (B)(6) 2024, noted a correction to the 3500a initial under "h11. Additional manufacturer narrative" as in error excluded: the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. H4. Device manufacture date, d4. Expiration date and d4. Primary UDI number have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch. Interior package seal issue. It was reported by the physician that the sterilization package was found not tight when the intact outer package was unpacked and the device was exposed. Picture investigation was completed on 25-apr-2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, the pouch of the catheter was observed open with the luer hub exposed. The manufacturing investigation determined that the open pouch seal found on lot 31354770m under (B)(4) is not manufacturing related. The devices on lot 31354770m were manufactured in compliance with johnson & johnson medtech (j&j medtech) procedures, additionally, inspector's of final product (ipf) shall perform a 200% inspection to the packaged devices. Likewise, procedure requires a sampling inspection where the quality assurance inspector must visually verify that the package is free of pouch damage or contamination, and the sample inspection was complied. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).